Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the device seemed to bog down and not work. The patient's tissue was somewhat calcified and was very large, measuring close to one thousand grams. Another device was opened but not used. The case was converted to an open procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.